Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient was pre-operatively diagnosed with 'postlaminectomy instability and recurrent herniated nucleus pulposis at l4-l5 with spondylosis' and underwent the following procedure: l4-5 laminectomy, facectomy with bilateral foraminotomy and disk removal, as well as pedicle screw fixation and posterior spinal fusion at l4-5 with bmp. Per op notes: "after that was completed elements were decorticated with the high speed drill. Bone morphogenic protein and bone graft were placed in the posterior lateral elements." Post op: chronic/severe pain, can't put on shoes/socks, can't drive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.